Event description:
It was reported that during a pediatric tonsillectomy procedure, several burns were noticed when the device was removed from the patient. The inside of the cheek where the shaft of the device touched was red and starting to raise, and the base of the tongue had a spot where the skin was starting to slough off. No other information is available at this time.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.